Event description:
Caller alleging discrepant high inratio values. Date: (B)(6) 2015, inratio: 7.5. Date: (B)(6) 2015, inratio: 7.5; poc: 1.9. One hour between tests. Patient's therapeutic range: 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the products associated with the complaint was returned for investigation. The customer's complaint of discrepant high results was not confirmed during in-house testing. Retain and returned strip testing on the returned meter met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned meter met functional and thermistor testing requirements during investigation. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.